Manufacturer narrative:
Manufacturing review: two potential lot numbers (cmaw03070 and cmaw0200) were provided by the user. As it was unable to be confirmed which lot number pertained to the reported event, the device history records were reviewed on both of the potential lot numbers provided. The lots met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 5mm x 40mm balloon. No ruptures were identified on the balloon. Functional/performance evaluation: the strain relief was removed and a partial circumferential catheter shaft break was observed at the distal end of the y-hub. Few sanding marks were noted on the catheter underneath the strain relief and at the location of the break. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the investigation is confirmed for a partial circumferential catheter shaft break just distal to the y-hub, likely resulting in the guidewire incompatibility. Per internal requirements, sanding marks shall not extend past the specified maximum sanding range indicated. Per the evaluation, sanding marks were identified past the hub (extending past the sanding range); therefore, excessive sanding of the catheter under the strain relief is the root cause for the partial break in the catheter. An internal investigation has been initiated to address this issue. Labeling review: the current IFU (instructions for use) states: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. Use of the ultraverse 035 pta dilatation catheter: position the balloon relative to the lesion to be dilated, ensure the guidewire is in place, and inflate the balloon to the appropriate pressure. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an angioplasty procedure the pta balloon was allegedly difficult to advance over the guide wire. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.